Event description:
Information received from a patient reported that they were trying to use their programmer to access MRI mode when a ¿charge neurostimulator battery now¿ warning message appeared on their device. It was reviewed that the patient would have to charge their implantable neurostimulator (ins). Upon troubleshooting to charge, the patient reported poor coupling with their device. The patient stated that they have always had poor coupling and that their ins was tilted in the pocket. It was noted that the issues started a month prior to the date of this report. Recharging best practices were reviewed and further troubleshooting steps were performed. The patient attempted a recharge session and got 2-4 coupling bars along with a ¿poor coupling¿ error message on the recharger. It was noted that repositioning the antenna didn¿t resolve the issue either. The antenna locate (al) feature was used and the patient was able to get 6 coupling boxes, resolving the issue. It was reviewed that the patient would need to charge their ins to at least 25% to successfully connect with the patient programmer and access MRI mode. It was also recommended that the patient charge more frequently to prevent the ins battery from getting so low. No patient symptoms were reported. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.